Manufacturer narrative:
Concomitant medical products: 3 max reperfusion catheter, syncro soft, neuroform ez 3, excelsior xt-27 flex, target 360 soft, target xl 360 soft, target 360 ultra, target 360 soft, target 360 soft, microplex 10 hypersoft helical, inzone, excelsior sl-10, microplex 10 hypersoft helical. (B)(4). Conclusion: the enterprise 2 was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and occlusion are known potential adverse events associated with the enterprise 2 stent. Pharmacologic and procedural factors may have contributed to the event. The use of the codman enterprise 2 vascular reconstructions device in patients in whom antiplatelet and/or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis. The IFU cautions ¿the performance and safety of two or more overlapping stents has not been established.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a patient expired due to stent thrombosis and subarachnoid hemorrhage after implantation of an enterprise 2 stent (enf402300/ 10693009). The patient presented with subarachnoid hemorrhage (sah) and a moderate sized basilar apex aneurysm measured 7.2 mm x 7.2 mm with a 3.4 mm neck, incorporating the origins of both posterior cerebral arteries and the right superior cerebellar artery with a small teat measuring 1.4 mm x 1.6 mm. The enterprise stent was implanted in the desired position with good vessel wall apposition. The stent had been implanted overlapping with a neuroform stent because the neuroform stent could not contain the non-codman coils that were used to treat aneurysm. After the procedure, the patient¿s CT appeared stable, and the patient was neurologically stable. Later that day, the patient experienced acute stent closure due to stent thrombosis, and nih stroke scale score was 35. Thrombectomy with an aspiration catheter was unsuccessful. Integrelin was infused with partial recanalization. Finally, 0.8 mg of tpa was infused into the right posterior cerebral artery which resulted in tici 2a recanalization. The patient was later placed in palliative care and expired approximately 3 days after thrombectomy was performed. The physician determined the event to be serious /expected/related. The cause of death was subarachnoid hemorrhage, stent thrombosis and respiratory failure.